Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient's lead was fractured. As a result, surgical intervention was taken to replace the lead.

Manufacturer narrative:
The reported event of lead fracture was confirmed. As received, microscopic inspection revealed all the wires were found fractured. The damage is consistent with the overstress conditions or sudden event the lead was subjected while in vivo.